Manufacturer narrative:
The evaluation findings of stent deployment issue (partial deployment). A visual examination of the returned device found that the distal end of the stent was partially deployed by approximately 10mm. No issues were noted with the profile of the device. During a functional analysis, it was possible to retract the remainder of the deployment suture thread and deploy the stent with some resistance being met. The shaft was kinked at 235mm proximal to the distal tip. No other issues were noted with the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The most probable root cause classification is undeterminable.

Event description:
It was reported to boston scientific corporation that an ultraflex covered esophageal stent system was used during an esophageal stenting procedure on (B)(6) 2011. According to the complainant, the indication for the stent placement was treatment for a malignant stricture within the esophagus. The patient was not reported to have tortuous anatomy. The stricture was dilated prior to stent placement. During the procedure, the stent system was positioned within the patient at the target lesion. However, the stent failed to deploy at all from the delivery system. No visible issues were noted to the device. The procedure was completed with a different device. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Based on the device analysis, which indicates that the stent was partially deployed, this is now considered a reportable event.